Event description:
It was reported by service report that the fowler would not go down past 20-30 degrees. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: ball screw assembly.